Event description:
The customer reported that while transferring or discharging patients, the computer (pic ix) reboots. The device was in use on a patient. There was no report of patient or user harm.